Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement of less than 20 ohms. No intervention has been performed and the rv lead remains in service. No adverse patient effects were reported.